Event description:
Hcp reported pt was refilled mid afternoon july 2002. Pt started to feel sleepy and was hard to arouse. Eleven hours post refill pt was admitted to the ER near the care facility and put on a ventilator. The pump was emptied at this time and 19cc were aspirated. Pump reservoir size is 18 ml. Physosstigmine was administered. It took 18 hours to breathe on their own again. Once the pt was stable, pt was sent bact to to the facility that manages the hosp and is currently in their care.